Event description:
It was reported that a malfunction alarm occurred. It was reported that a malfunction alarm occurred. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level ranged from 178 - 216 mg/dl.